Event description:
It was reported to philips that the device issue was that the ECG "4leads and 12leads not working". The involved patient was reported to have not experienced harm or adverse patient impact. The patient was being monitored during transport. The users obtained another device to monitor the patient.